Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number 4468646 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the initial volume had been 138ml, with a continuous infusion rate set at 3ml/hr. The reservoir volume had been 4.6ml, and 133.45ml had been administered. The medication remaining in the cassette had not matched the reservoir volume displayed on the pump, as the bag had been empty. No attempt had been made to withdraw the remaining medication in the reservoir to confirm 0ml remaining. The air detector had been off, while the upstream sensor had been on. The intended length of infusion had been 46 hours, but the actual length had been 42 hours. The lock level was 2. A closed system transfer device was not used to fill the cassette. The pump had not been used to prime the extension tubing; instead, a syringe had been used. The event occurred while in used with a patient at the patient's home. No patient harm/adverse event reported.